Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, there was a cardiac perforation noted by the right ventricular (rv) lead which resulted in a pericardial effusion. A pericardiocentesis was performed to resolve the event, and a new lead was implanted. The patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. X-ray examination showed procedural damage to the inner coil inside the connector region. After cleaning the blood and tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted normally. The full measured helix extension length was within specification. Tip stiffness test could not be performed due to procedural damage to the inner coil at the distal region of the lead. During electrical testing, a short was noted due to the procedural damage at the connector region. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.